Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available. The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The complaint of intermittent out of range was confirmed. The root cause was determined to be a defective transmitter. Additionally the data log was provided by the patient. It was downloaded and reviewed on 12/14/2015 confirming the reported event of intermittent antenna icon.